Event description:
Same case as MFR report#: 2134265-2008-02282. Reportable based on approved device analysis with a wire fracture. It was reported that during a percutaneous transluminal coronary angioplasty and atherectomy procedure, rotalink burr removal difficulties and a dissection occurred. No issues were reported with the guide wire. During the final run in the distal lesion, the rotalink 1.75mm burr made noise and the physician encountered difficulty removing the burr. The physician then deep-seated the guide catheter in order to remove the burr. A type c dissection was noted, but as the pt was asymptomatic and hemodynamically stable, the physician opted to not treat the dissection. The procedure was completed with multiple stent deployments. No further pt complications were reported, and pt status was reported as 'fine'. The rotablator guide wire was returned with the burr with damage noted to the guide wire tip. However, device analysis of the wire found it to be fractured. It is unk when the guide wire fractured.

Manufacturer narrative:
The rotawire guide wire was received stuck inside of a rotalink burr and showing multiple kinks and presents a fracture at distal tip. The core wire is exposed distally from the burr in approximately 9 mm. The outside diameter (od) at fracture site was obtained using a digital micrometer with reading of 0.00140". The exposed proximal section of the incident device presents kinks at 17.5 cm, 150.5 cm, 152.5 cm, and 172.0 cm measured from the proximal tip of the guidewire. Multiple unsuccessful attempts were made to remove the guide wire from the rotalink shaft. No other anomalies were detected. The guidewire proximal fracture site was submitted to the analytical lab for scanning electron microscope (sem) analysis and the following summarizes the findings: "the fracture exhibited a lip or rim along with both equiaxed dimple ruptures in tension and elongated dimple ruptures in a vertical shear plane. All are indicators of a tensile type fracture. No material anomalies were noted. Conclusion: fracture occurred as a result of a tensile overload". Based on the dimensional specification of this device the spring section and a segment of approximately 0.5" in length are missing. The evidence presented by the incident device is consistent with the burr coming into contact with the spring tip of the guidewire while rotating at high speed, thus compromising the integrity of the spring tip and causing fracture at the core wire. The lot number was not provided with the complaint; therefore the device history record (DHR) review could not be performed nor determine if involved in other complaints. The most probable root cause has been attributed to "user error".